Event description:
A patient who had undergone a 4 level anterior cervical fusion approximately 6 months ago underwent a revision surgery in 2007 due to the construct disassociating from the vertebrae after a fall. The screws were still locked in the plate.

Manufacturer narrative:
Investigation is pending.